Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) did not power on. It was indicated that the main printed circuit board (pcb) was contaminated. It was also indicated that multiple internal and external components were damage/contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not power on. The epg was returned for service. There was no patient involvement.